Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606560ce chronic catheter allegedly experienced fracture. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review will be performed. The return of the device is pending.the company is still investigating the issue at this time. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman cv catheters that are cleared in the us. The pro code for the hickman cv catheters is identified in d2.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review will be performed. The return of the device is pending. The company is still investigating the issue at this time. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the hickman cv catheters that are cleared in the us. The pro code for the hickman cv catheters is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606560ce chronic catheter allegedly experienced fracture. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 0606560ce chronic catheter allegedly experienced fracture. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not performed. The device was not returned for evaluation. Therefore, the investigation is inconclusive for the reported fracture issue. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman cv catheters that are cleared in the us. The pro code for the hickman cv catheters is identified in d2.